Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm size from the time of implant is unknown. The patient was already on dialysis pre-operatively. The aortic neck is conical in shape measuring 24 mm proximally and 31 mm distally, 5 - 8 mm in length, it was calcified and had anterior angulation (amount is unknown). It was reported that during a routine follow-up, the stent graft was found to have migrated with a proximal type I endoleak present. The stent graft was 5 mm below the lowest renal artery; however, it is unknown if it was implanted directly below the renal arteries. The stent graft migration was attributed to aortic neck dilatation and shape. Since the patient was already on dialysis, the decision was made to implant a 36 mm endurant aortic cuff proximally, covering both renal arteries and this successfully addressed the stent graft migration and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (anatomy related; disease progression, aortic neck dilatation and shape). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression, aortic neck dilatation and shape).